Event description:
It was further reported that the lesion located in the prox lad was 3.50 mm, length of 8.0 mm, and visually 75% stenosis. Post-dilatation was performed but pre-dilatation was not performed. Residual stenosis became visually 0%. Timi-3 flow kept through the procedure. The lesion located in the mid lad with a reference vessel diameter of 3.00 mm, length of 22.0 mm, and visually 75% stenosis was treated with pre-dilatation. Post-dilatation was not performed. Residual stenosis became visually 0%. Timi-3 flow kept through the procedure. The patient was discharged without complications the next day on bayaspirin and plavix. At 283 days post-index procedure, not 191 as previously stated, stenosis was confirmed in prox lad (cass12) by follow-up cag and pci was performed. The patient had ischemic symptom (stable angina), the prox lad had a reference vessel diameter of 3.50mm, a length of 10.0mm, and visually 90% stenosis and was treated with poba and placement of a non bsc stent. Residual stenosis became 0% timi-3 flow kept through the procedure. The patient was discharged the next day.

Event description:
Same case as 2134265-2010-00202 and 2134265-2010-00203. It was reported that following a coronary artery stenting procedure, the pt experienced stenosis. In the index procedure in 2008, lesion 1 was located in the proximal left anterior artery (prox lad). The physician implanted a 3.50x8mm taxus express2 study stent. Lesion 2 was located in the proximal/mid left anterior descending (prox/mid lad). A 3.00x8mm and 2.50x16mm taxus express2 study stents were implanted in the lesion. At 191 days after the index procedure, the pt had stable angina and 90% stenosis was discovered in the prox lad, 0% stenosis in the mid lad. A successful target vessel revascularization was performed with an unk balloon catheter and non bsc stent implanted.

Manufacturer narrative:
(B)(6). Describe event or problem corrected from 191 days to 283 days. (B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.